Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and moisture corrosion in the compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: there was a crack at the top of battery compartment and moisture corrosion was visible in ¿battery compartment¿. Removed pump cover to inspect for the moisture, no moisture corrosion was visible in the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.